Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unresponsive and the system displayed a battery error message when attempting to perform an image acquisition. Restarting the system restored functionality. There was a reported delay to the procedure of between 3-5 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the anomaly. It was reported that the software functioned as designed. It was suspected the workflow technique led to the reported issue.